Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a maintenance required message. When the iabp was powered back on, an internal test error #14 occurred. The iabp was replaced. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d1 (brand name), d4(UDI), d8, d9,g1, g3, g6, h2, h3,h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and found internal test error #14 (maintenance required) occurred. Even after performing transducer calibration, it quickly becomes misaligned. The fse replaced executive processor board , front-end board , scroll compressor, drive regulator x 2 . The unit passed all safety and functional tests and was returned to the customer for clinical use. Parent complaint-(B)(4).